Event description:
Per information provided: on (B)(6) 2010 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (device 1, 2, 3, 4 and 5). Per op notes, ¿an incision was made from the pubic tubercle to mid inguinal point. A small defect hernia where preperitoneal fat bulging out was identified and it was the site of the incisional hernia from the appendix incision on the right from which the fat was excised. It was repaired with a perfix plug (device 1) and secured with sutures. The direct and indirect hernia sac was identified and the indirect hernia sac was ligated on itself and pushed in the preperitoneal space. And plugged with a same plug (device 2 and 3) on right and surrounding fascia was stabilized with a suture. The mesh was sutured to the shelving edge of inguinal ligament. The left sided hernia was the same except for the hernia component of the appendiceal incision. The testis were pulled back in the scrotum. A perfix plug (device 4 and 5) were placed in the left and secured with sutures.¿ on (B)(6) 2015 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh (device 6). Per op notes, ¿a curvilinear incision was made below the umbilicus. The hernia sac was identified and contents were removed. The sac was ligated with sutures, a ventralex mesh (device 6) was placed and secured with sutures.¿ on (B)(6) 2016 ¿ patient was diagnosed with recurrent left sided inguinal hernia and persistent pain in left groin thereby underwent open repair with excision of perfix plug (device 4 and 5). Per op notes, ¿a skin incision was made. The hernia site was identified. Some recurrent hernia was noted and removed the old mesh (device 4 and 5) which was painful. The hernia was reduced with sutures. The ilioinguinal was identified and inguinal scar tissue was divided for frozen section analysis. Skin was closed with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2009) is considered to be a best estimate. This emdr represents the bard/davol perfix plug (device 5). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device 4) and mesh ¿ ventralex (device 6). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.